Manufacturer narrative:
The customer reported problem was unknown/ not provided. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/29/2012 to the present date 10/15/2020 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The device was returned for an unknown reason. No patient involvement noted.